Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes there were cracked tubes. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: "many of the tubes arrived in the laboratory broken. They are transported via pneumatic system."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-24. H6: investigation summary: bd received 25 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for broken/ cracked tubes with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode broken/ cracked tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes there were cracked tubes. This event occurred 400 times. The following information was provided by the initial reporter. The customer stated: "many of the tubes arrived in the laboratory broken. They are transported via pneumatic system."